Event description:
It was reported that during surgery the twinfix ultra the setting tool has broken off the anchor although the hole was prepared with the appropriate awl. The procedure was successfully completed without delay using the same device. No patient injury or other complications were reported. The device broke off inside the patient's anatomy as the investigation confirmed that the device had human matter on it.

Manufacturer narrative:
The reported 5.5 twinfix ultra ti anchor assemblies, used in treatment, have been returned for evaluation. Visual assessment showed no sutures or anchor remain attached to the inserter. The anchor is heavily soiled with human matter and are damaged at its proximal end were it interfaces with the inserter. Examination of the inserters showed the distal tip has broken off at the weldment and was not returned. Examination of the shaft at the weldment showed adequate weld penetration. The condition of the devices indicate they were subjected to excessive forces during use. A two-finger ao technique should be used to insert the anchor¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Conclusion: three photos provided that show the broken device. According product evaluation, the condition of the device indicate they were subjected to excessive forces during use. Per the device ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ therefore, we cannot rule out a procedural vs user error as the likely root cause of the reported event. The broken pieces of the setting tool are non-implantable, therefore, the possibility of local skin irritation, micromotion/migration of the retained pieces of the broken device cannot concluded. Based on the limited information provided, the future impact to the patient cannot be determined. Per report, this procedure completed with a backup without significant delay with no further harm being alleged to this patient. Therefore, no further clinical medical assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed.